Event description:
A set screw backed out after the surgery. The revision surgery was done and the rod and set screws were replaced.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.